Manufacturer narrative:
At the on site visit the field service engineer (fse) identified high fluence/ablation depth. The fse calibrated the energy. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an energy error during treatment. The treatment was stopped and energy check completed. The treatment was completed with no patient harm. Additional information requested.